Manufacturer narrative:
Ous MDR. The oversensing was caused by a worn lead insulation. Since the wear spots of both leads correlate, it has to be assumed that the leads were rubbing against each other. However, no material defects or manufacturing errors could be found. The response of the ICD to the oversensing was according to specification.

Event description:
Ous MDR. The patient came to the physician's office because of inappropriate shocks. Oversensing in the ventricle and in the atrium was found. A selox sr, 1028232-2007-0133 a kentrox sl 65/16, and a lexos dr-t, 1028232-2007-0130 were implanted as system.